Event description:
Echelon 45 mm stapler was given to the sterile field for use on a partial nephrectomy case performed by the surgeon when the scrub tech loaded it with a vascular load and passed it off to the pa-c [physician assistant-certified], the stapler failed to open.